Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018 a consumer initially reported that the patient¿s pre-existing medical history included the following: 12 back surgeries, a previous physician having killed 4 nerves in their left leg, ruptured discs which didn¿t hit his sciatic nerve and they went inwardly, and the patient having fell over while he was driving a truck which was described as having ruined his life and he had to have a brace from his toes to his knee and had to use a walker. The patient was having back problems for maybe about two months in 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). The patient was not very active right now (even though he normally was) because he was having back problems and it was so bad yesterday that he had to lay in bed all day. The patient woke up yesterday ((B)(6) 2018) and was very dizzy with vertigo, couldn't eat, and his doctor took him to his primary care provider (pcp) who gave him some pills for it. The patient was also currently talking oral pain medication. The patient heard a beeping sound on (B)(6) 2018 that he believed was coming from his left side which was where his neurostimulator is located. It was reviewed at the time of the report that their implantable neurostimulator was not designed to make any audible tones/alarms and it was being considered that possibility the pump could be alarming. At the time of the report alarm tones were played over the phone for the patient to hear, and the patient was not sure but thought it may have sounded like a critical alarm. It was indicated that the pump was near expected elective replacement indicator (eri). It was further noted that at the last refill the patient¿s healthcare provider told him that it would be his last refill before the needed to be replaced because it was reaching the end of its battery life. Pump replacement was scheduled for the first week in (B)(6) 2018. The patient was considering following up as soon as possible with their hcp. It was noted that the patient¿s doctor wanted him to change from morphine to dilaudid and told the patient if he didn¿t like it he would give the morphine back to him. On (B)(6) 2018 a consumer (patient¿s wife) further reported that the power had went out last week and they thought it was the power strip that was beeping. It was mentioned that the patient fell when the power was out last week. The patient went to their pcp office on (B)(6) 2018 and an alarm was heard in office and patient was given medication for dizziness. The patient was pain. The patient¿s wife called the patient¿s hcp office; however, forgot to tell them about beeping. The patient¿s wife was redirected to contact the hcp to report the alarming and request medical direction. The patient¿s wife later reported on (B)(6) 2018 that patient went to the emergency room (ER) on (B)(6) 2018 and the physician confirmed a pump stall. The date of the stall was unknown to the reporter. It was noted that the ER was trying to contact a company representative. The patient was in withdrawal for 7 days (since (B)(6) 2018). The patient was dizzy and throwing up. The patient¿s wife believed the wrong alarm tones were previously played for the patient on (B)(6) 2018 and if the patient would have known things were critical he would have gotten help much sooner. The patient was currently in the ER. No further patient complications have been reported as a result of this event. The patient¿s medical history included: 12 back surgeries, 4 nerves killed in their left leg, ruptured discs, fell over while driving a truck and required a brace from his toes to his knee and use of a walker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was never told during his previous report on (B)(6)2018 that he was supposed to follow-up with the hcp regarding his symptoms and the pump potentially alarming. It was reviewed from the call notes that the patient reported potentially hearing a noise, it could have been potentially coming from the pump, the pump alarms were played, and the patient was advised to follow-up with the hcp as soon as possible. The patient denied ever being told that he was to follow-up with the hcp. There were no further complications reported at this time.